Manufacturer narrative:
Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There has been 1 other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Need two new blue feet due to ours being damaged/worn out.

Manufacturer narrative:
An event regarding wear involving a mako impactor was reported. Conclusion: it was reported that the tibia impactor was damaged/ worn out. The device was not returned. The device was discovered during inspection. There was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance; no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Need two new blue feet due to ours being damaged/worn out.